Event description:
It was reported that a patient was struck on the cheek bone by the microscope head during an endodontic surgical procedure (root canal) performed with an opmi pico microscope mounted on an s100 floor stand. The incident occurred when the healthcare professional released the tilting arm lock on the s100 floor stand. It was reported that the patient experienced some redness and swelling but did not require medical intervention and that the surgical procedure was successfully completed without the use of the microscope.

Manufacturer narrative:
A field service engineer inspected the s100 floor stand and determined that the bracket that secures one end of the tilting arm's pneumatic spring was bent outwards on both sides to the extent that the spring was no longer engaged. The field service engineer replaced the bracket and pneumatic spring. It is probable that the bracket was tampered with because, by design, it is not subject to lateral forces. Without a functional pneumatic spring, the s100 tilting arm and attached microscope will rotate downwards under the force of gravity when it is unlocked. The microscope, which was manufactured in 09/2002, has never been serviced by the manufacturer. Site contact information: (B)(6), dds endodontist.